Event description:
It was reported that during an initial hip arthroplasty, the liner alignment ring became lodged in between the shell and the liner after impaction. The liner and broken ring were removed and a new liner was implanted without any further complications. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Catalog number: 110010267 lot number:65375054 brand name: g7 multihole shell catalog number: 110024465 lot number:111870 brand name: g7 dual mobility liner 46mm g multiple reports were submitted along with this report 0001825034-2022-01655 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 dual mobility liner 46mm g item# 110024465 lot# 111870 was returned and evaluated. Upon visual inspection the liner had scuffing on the od and there was gouging on the inside radius. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.